Manufacturer narrative:
The device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04602. It was reported segment (st) elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa. At this time, st elevation was observed. Oxygen and epinephrine were administered and the st changes resolved within a few minutes. It is not known what caused the changes; no air was observed in the patient or either of the devices. They continued with the procedure. After assessing the release criteria, the device passed and was released in the laa successfully. The patient was stable and discharged the following day.